Event description:
Caller reported testing with a result of 152 mg/dl and eleven minutes later a result of 198 mg/dl. This result is outside the manufacturer's allowable variance for near simultaneous (within minutes) readings. Caller indicated an accucheck simplicity was used for comparison with a result of 28 mg/dl. Two more tests were completed with 121 mg/dl (freestyle) and 57 mg/dl (accucheck) results.